Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient was out driving with her friends when she experienced sweating and became unresponsive but still conscious. Fortunately, they were at a stop sign and they called the patient¿s spouse. The spouse advised the friends to check the cgm reading which was 33 mg/dl (low) (continuous glucose monitor reading value is outside of the 40-400 mg/dl range.). He advised them to get her sugar tablets in her pocket, and they put it in her mouth (2 - 3 tablets) while waiting for the ambulance (spouse already called ambulance during that time). When emt arrived, they took a bg reading, however, the spouse couldn't remember the value but was hypoglycemic. They provided intravenous fluids and after 15 minutes, no changes on the patient¿s readings and the patient was taken to the hospital. At the hospital, they performed a cat scan. At the time of the report, the patient felt fine and was still at the hospital. At the moment they were waiting for her readings to become stable before they allowed her to be discharged from the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.